Manufacturer narrative:
The pump (B)(4) was not returned to manufacturer for evaluation as it remains implanted in the patient. Controller (B)(4) and controller ac adapter (B)(4) were returned to manufacturer for evaluation. Visual and functional testing were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Controller (B)(4) passed all functional testing; there was no evidence of low flow alarms and the unit functioned as intended. Visual evaluation incidentally revealed that port one (ps1) has a worn locking tab such that the locking mechanism does not hold anymore. This is due to bent pins on the controller power port likely due to a forced or improper connection. The root cause cannot be conclusively determined at this time. Controller ac adapter (B)(4) passed all functional testing.  There was no external damage to the device. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported inadequate flow rate event was confirmed via review of the controller log files. While the root cause of the reported event cannot be conclusively determined, it is possible that when the controller was exchanged, the vad stopped, releasing the suction condition and this resolved the inadequate flow rate event. Based on review of the available information, there is no evidence to suggest that the reported event relates to a device defect. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) IV fluids. Pump remains implanted.

Event description:
While hospitalized, the patient developed low lvad flow alarms on his controller with mean arterial pressures (maps) of 80 mmhg. This was associated with a patient complaint of nausea. The low flow alarms are reported to have continued to occur despite treatment with fluids. The controller was exchanged for the patient's secondary controller and the patient was given a new back-up controller and the issue resolved with no reported patient injury.